Manufacturer narrative:
Device evaluation completed on july 08, 2021: during the visual evaluation, no apparent damage or visual anomalies were observed on the sal smooth rnd diap 325cc returned device. Leak testing was performed, according to mentor procedure, and it identified a tear on the posterior aspect measuring approximately less than 0.1 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 8, 2021 additional information received indicated that date of surgery postponed due to covid-19. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021 the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information received with the device indicated that the patient underwent bilateral removal on (B)(6) 2021. Mentor received two deflated unknown devices, therefor mentor will report the second device as well. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline prosthesis experienced right sided deflation post procedure. A photo examination was performed by a physician and deflation was diagnosed. As a result, a replacement with mentor saline scheduled on (B)(6) 2020.